Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the coils were slightly kinked in the curvature of the spiral fixation. A wire was inserted into the lead and advanced from the terminal pin to the lead tip with no resistance. When backloading the wire, the wire stopped where the coils were kinked; with manipulation and straightening the curve, the wire passed to the terminal pin. A pressure test was performed and confirmed there were no blockages within the lead.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead was placed, but became dislodged when the catheter was removed. When the physician tried to reimplant the lead, the guide wires would not pass through. The lead was injected with saline but this did not resolve the issue. An new lead was implanted successfully. No adverse patient effects were reported.